Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient developed a sore underneath the back therapy electrode. The pressure sore became infected and oozed. The patient removed the device to allow the sore to heal. Follow up indicated sores were still present. The patient ended use of the device.